Event description:
It was reported that the patient's ipg was reaching end of life but was still providing therapy. As such surgical intervention took place on (B)(6) 2024, where the ipg was replaced and therapy restored.

Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.